Manufacturer narrative:
Problem code 2263 captures the reportable event of the patient experienced bronchostenosis. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed. Event has been updated based on theadditional information received on may 15, 2019.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6), 2017 as part of the e7086 bsc bt registry clinical study. On (B)(6), 2017 the patient underwent the third bronchial thermoplasty procedure performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6), 2017 the patient experienced bronchostenosis. The patient was hospitalized for the bronchostenosis and bronchoscopy was performed (admission and discharge dates not reported). On (B)(6), 2017 the event was resolved. Baseline spirometry values visit date: (B)(6) 2016. Pre-bronchodilator fev1: 2.64 fev1 % predicted: 80.00 fvc: 5.28 fvc % predicted: 126.00. Additional information received on june 28, 2017. The site has reported the hospital admission date as (B)(6), 2017 additional information received on july 6, 2017. The site has updated the adverse event name to 'bronchostenosis with mucus'. Bronchoscopy with aspiration was performed. Bronchoscopy showed inflammation and mucus in both upper lobes. The patient was discharged from hospital on (B)(6), 2017. Additional information received on may 16, 2019. The patient experienced bronchostenosis on (B)(6), 2017.

Manufacturer narrative:
Study source - (B)(6) bsc bt registry the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(6) bsc bt registry clinical study. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty procedure performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 the patient experienced bronchostenosis. The patient was hospitalized for the bronchostenosis and bronchoscopy was performed (admission and discharge dates not reported). On (B)(6) 2017 the event was resolved. Baseline spirometry values; visit date: (B)(6)2016. Pre-bronchodilator, fev1: 2.64. Fev1 % predicted: 80.00, fvc: 5.28, fvc % predicted: 126.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(4) bsc bt registry clinical study. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty procedure performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 the patient experienced bronchostenosis. The patient was hospitalized for the bronchostenosis and bronchoscopy was performed (admission and discharge dates not reported). On (B)(6) 2017 the event was resolved. Baseline spirometry values. Visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 2.64. Fev1 % predicted: 80.00, fvc: 5.28. Fvc % predicted: 126.00. Additional information received on june 28, 2017. The site has reported the hospital admission date as (B)(6) 2017. Additional information received on july 6, 2017. The site has updated the adverse event name to 'bronchostenosis with mucus'. Bronchoscopy with aspiration was performed. Bronchoscopy showed inflammation and mucus in both upper lobes. The patient was discharged from hospital on (B)(6) 2017.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(6) clinical study. On (B)(6) , 2017 the patient underwent the third bronchial thermoplasty procedure performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017 the patient experienced bronchostenosis. The patient was hospitalized for the bronchostenosis and bronchoscopy was performed (admission and discharge dates not reported). On (B)(6) 2017 the event was resolved. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator, fev1: 2.64, fev1 % predicted: 80.00 fvc: 5.28, fvc % predicted: 126.00. Additional information received on june 28, 2017. The site has reported the hospital admission date as (B)(6) 2017. Additional information received on july 6, 2017. The site has updated the adverse event name to 'bronchostenosis with mucus'. Bronchoscopy with aspiration was performed. Bronchoscopy showed inflammation and mucus in both upper lobes. The patient was discharged from hospital on (B)(6) 2017. Additional information received on february 5, 2018. The patient was treated with IV urbason and corticosteroid therapy for the bronchostenosis with mucus.